Event description:
It was reported that, on an unknown date, the mini lengthening apparatus 160 mm screw was shattered. It was also reported that the device did not malfunction during the surgery nor did it contribute to a death or injury. No patient involvement. No further information is available at this time. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The additional evaluation service history review states no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue.